Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. DHR review was completed for the lot in question, and it was confirmed that all devices met relevant requirements prior to release.

Event description:
A pericardial effusion was noted that lead to surgical intervention where versacross connect laac access solution was used. The physician had difficulty visualizing the versacross connect laac access solution during the first and second attempt to cross the septum. Transseptal puncture was confirmed successful on the third attempt. After implanting the watchman device in the left atrial appendage, a final sweep was conducted, and a 2 cm sized effusion was noted in the right ventricle. Pericardiocentesis was performed. The patient remained in the ICU and was discharged the next day. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report for the versacross rf wire which is part of the versacross connect laac access solution. A separate problem report has been submitted for versacross connect transseptal dilator which is part of the versacross connect laac access solution with the report number 3019751610-2023-00010.